Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A device history review found no abnormalities that would contribute to this reported event. The product released for distribution was found to have met all specifications prior to shipment. A 2-year lot history review shows this is the only event for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a, vcare 200a - small, was used during a hysterectomy on the date of (B)(6) 2023 when it was reported, ¿handle became unstable uncontrollable during surgery (spinning/rotating around)¿. After a series of assessment questions, the sales representative made a telephone call to confirm, ¿the handle kept spinning/ would move around. The device did not fragment and no harm came to the patient.¿ adjustments were made to safely remove the device and the procedure was completed. There was no report of a delay, patient or user impact, prolonged hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is not being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet returned.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a, vcare 200a - small, was used during a hysterectomy on the date of (B)(6) 2023 when it was reported, ¿handle became unstable uncontrollable during surgery (spinning/rotating around)¿. After a series of assessment questions, the sales representative made a telephone call to confirm, ¿the handle kept spinning/ would move around. The device did not fragment and no harm came to the patient.¿ adjustments were made to safely remove the device and the procedure was completed. There was no report of a delay, patient or user impact, prolonged hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.